Event description:
It was reported that the ilet sleep/wake button became progressively unresponsive since initial use, despite removal of the case and ensuring dry, clean hands; the screen illuminated and device functions were accessible only when placed on the charger. Symptoms included no clinical effects and no alerts or alarms, with blood glucose reportedly unaffected. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included review of the device performance history and user-reported troubleshooting steps. Investigation of this case revealed a hardware failure of the sleep/wake button component, consistent with a device mechanical or electrical malfunction localized to the button assembly, while core pump functions remained operable when externally powered. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.